Event description:
Arthrocare super turbovac 90 with integrated cable, resterilized by ascent malfunctioned during case. After being used for a period of time the arthrocare machine indicated "wand short" error message. This wand was replaced with another one without further problems. No patient harm.